Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date not reported) in order to be treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on november 03, 2023.

Event description:
Per the clinic, the device was explanted (date not reported) due to infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 12, 2023.